Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was tight spindle housing on the driveshaft, which had a small amount of corrosion. Those parts were replaced along with the bearing stop, bearings, burshield, and other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no pt or user injury, and the procedure was successfully completed with the same device.